Event description:
Procedure type: lap hernia repair. According to the reporter: instrument did not fire properly. After firing, the handle would not release/open to deploy additional tacks. Applied another device and it worked. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4). This reported lot number is subject to the recall initiated february 8, 2010.